Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine via an implantable pump. It was reported that the physician determined that the pump had flipped and he positioned it back in place. The patient was experiencing concerning symptoms such as vibrant shaking, hallucinations, confusion, memory issues, etc. The environmental, external or patient factors that may have led or contributed to the issue was the pump may not have been tacked down properly at time of implant. The patient has also lost weight recently which may have contributed to this. The diagnostics and troubleshooting performed was the physician did a side port tap in the clinic that came back dry, likely that the catheter is tangled/kinked due to flipped pump and this was why the patient was experiencing withdrawal like symptoms. The actions and interventions taken to resolve the issue was a pocket revision/catheter replacement was scheduled for (B)(6) 2021. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.